Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had insulin flow blocked alarms. The customer¿s blood glucose level was 213 mg/dl at the time of the incident. Customer stated that they tried everything however there was still insulin flow block alarm. Customer was advised the insulin pump will need to be replaced and recommended customer refer to backup plan per healthcare professional instructions. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, and self tests. No unexpected no delivery or occlusion alarms or prime anomalies were noted during testing.